Event description:
During an in-clinic follow-up, loss of capture (loc) was observed on the right atrial (ra) lead resulting in the patient being hospitalized. Diagnostic imaging was performed and no abnormalities were observed. The ra lead was explanted and replaced to resolve event. Lead damage was visually confirmed during the replacement procedure. The patient was stable with no consequences.